Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced no vibration on the dexcom receiver. The patient stated that the he had a severe insulin reaction that he was recovering from and stated that the dexcom receiver did not vibrate to warn him when his blood sugar went too low. The patient does not remember what the dosage of his insulin was that he took. The patient passed out and when he woke up he checked his receiver and it was showing an urgent low. The patient stated that he treated himself but it was unknown what treatment was made. No medical professionals were contacted at the time of event. At the time of contact, the patient was alert and feeling well. No additional patient or event information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge functional testing was performed and the and there was no failure detected. Open receiver case for internal visual inspection, pass. A review of the downloaded receiver log did not find any errors related to the customer complaint. Measure the vibrator resistance. Vibrator resistance within specification the reported event of a an intermittent vibration was not confirmed. A root cause could not be determined.